Event description:
It was reported that, "while removing radius iliac bolts, the heads disassociated from the shaft of the screw, at the time, there was no other way to remove the shaft of the screw with the exception of an easy out device from a universal removal set."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation. The other screw described in the event description was reported under mfg report #9617544-2012-00432.